Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The evaluation was completed. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomenon based on the investigation result. The front panel mouth was damaged, an old software version was noted, a bad scope socket, and the olympus lamp life was reading below 50; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use (IFU): ¿[5.1 attention to operation] if the image on the monitor becomes completely white or black when the automatic brightness adjustment is active, the automatic brightness adjustment may have failed. In this case, set the brightness mode indicator to ¿manu¿ and adjust the brightness manually. Withdraw the endoscope from the patient slowly as described in the endoscope¿s instruction manual. After ensuring the safety of the patient, connect the endoscope to a spare light source.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, this device has not been returned to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, that during a procedure the image was fading in and out, going black and white on the evis exera iii xenon light source. There was a short 10-minute procedure delay. No medical intervention was needed. The procedure was completed using the same device. There were no reports of patient harm associated with this event.